Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements, noise and oversensing on the right ventricular channel. Due to this, a lead safety switch was triggered and a red alert was displayed by the device. Reprogram of the device was performed. This device remains in service. No further adverse patient effects were reported.